Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to corrosion on electronics. The insulin pump was unable to verify low battery life and perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The test battery cap fit properly with battery tube threads. No crack on battery compartment noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 29 mg/dl. The customer explained that she was asleep and was unaware of the cause of the low blood glucose. The customer stated that there was moisture under the screen from sweat due to the insulin pump being attached to her bra. The battery cap of the insulin pump was also difficult to screw in. There was also a crack on the lcd screen. The customer declined troubleshooting for low blood glucose. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.